Manufacturer narrative:
Batch records, final product manufactured and qc records for lot cov1120204 have been reviewed. No abnor,mal issue was found in the manufacturing process, technical testing and quality control inspections, the manufacturing process complied with the dmr. Retention samples were checked and the complaint issue could not be found. Complaint is not verified.

Event description:
Invalid result (s). Test did not produce a result.